Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb board was replaced to solve the issue. Reference recall number: z-0294-2013.

Event description:
Customer stated that pump alarmed error code 13 when turned on. No patient impact.